Event description:
During an incident 1999 involving a female patient in cardiac arrest with CPR being performed by fdny, this defibrillator was used by the reporting crew (nyc/ems) and the screen went blank during the first charge with a message about "voltage". A second attempt resulted in the same. A fdny defibrillator was then used with no compromise or delay of patient treatment. One shock was delivered after which the patient was analyzed 3 times as "no shock indicated". Als arrived and took over patient care. The patient was transported to a hospital.

Manufacturer narrative:
The returned defibrillator was tested and the complaint of "voltage" message was verified. While charging to shock, the defibrillator shut down prompting "service, mandatory 9 transistor voltage". The returned defibrillator was found to have its back panel broken as if from physical shock and internal inspection found 2 parallel high voltage capacitors broken on the high voltage board that caused disconnection of the high voltage capacitor bank to the charger resulting in the sm:9 ("service mandatory 9 transistor voltage") error. Damage such as that found to the back panel could cause the high voltage capacitors to break from the circuit board. The high voltage capacitors on the high voltage board were replaced and proper operation for patient treatment was verified. A "service mandatory" message with identifying # or word displays with a beep tone in the event that a critical part of the unit falls. The hs3000 operating instructions explain this prompt and what to do should it be experienced. Maintenance instructions include verification of no damage to the exterior of the device. Reporter was sent a letter explaining our eval.